Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure to create a small bowel to rectal anastomosis in a patient with a prior total colectomy and stoma, with the intent to anastomose the rectal stump to the caecum. After two full turns while attempting to remove the stapler from the cavity following firing, the stapler was difficult to remove and the anvil detached and remained in the patient. A flexible sigmoidoscopy with grasper/loops was performed to retrieve the anvil but was unsuccessful. An enterotomy was created in the small bowel to retrieve the anvil, and the enterotomy was then closed. The procedure time was extended by 30 minutes, the patient was admitted to the intensive care unit, and hospitalization was extended by an extra day to ensure recovery.